Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking "deflation" and "textured" against right device. The device has been explanted.

Event description:
Healthcare professional reported via device tracking "deflation" and "textured" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 d9 h3 h4. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, broken in the plug strap yellow particle in the surface of the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp opening on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp on the posterior side assessed as unidentified (tear) opening a striated opening in the posterior side assessed as surgical damage. A broken sharp plug strap side assessed as unidentified (tear) broken.